Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed then shut off during ventilation. The patient was removed from the device and placed on a different device. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device alarmed then shut off during ventilation. The patient was removed from the device and placed on a different device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device logs and battery data were returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of an astral device alarming and then shutting off. The investigation determined that the root cause was internal battery depletion due to user error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).